Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, "exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Healthcare professional, later reported, "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed, as a surgical impact opening (shell thickness within spec). Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: non penetrating nick observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Healthcare professional ,later reported, "rupture". This record is for the left side. Device was explanted.